Event description:
During a procedure, it was reported the while the pump was in standby mode, when the clinician pressed the pump engage button to start the pump again, two error messages were displayed and the pump stopped. Two unsuccessful attempts were made to clear the error by cycling the pump. The clinician then elected to hand crank the pump to maintain blood flow. After approx 20 minutes, the pump was power cycled again and functionality was resumed. There were no further issues for the remainder of the case and there was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group service rep was dispatched to the facility to evaluate the issue. During the visit, the rep and hospital biomedical personnel troubleshot the pump but were unable to reproduce the reported issue. As a precautionary action, the motor control board was swapped with another pump and the front panel was replaced. Based on the actions taken, the hospital decided to return the pump to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.